Manufacturer narrative:
Visual inspection and functional testing was performed of three samples returned. Samples were received in used conditions inside in a plastic bag. The sample units didn't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing on the units received were performed. Of the three samples tested, only one sample tested failed the leak test. The complaint is confirmed. The root cause was determined to be that the cassette with leak in the bag was not properly segregated during leak test operation at the moment to re-tested the parts. A device history review was conducted which indicated all inspections were completed.

Event description:
It was reported that a cassette was leaking inside when it was filled. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0101715 is no longer considered reportable, please disregard any MDR reports associated with it.